Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator had toppled in clinical area and had a pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Per field service engineer (fse) the customer completed repair under (B)(4) data acquisition to motor controller cable. Service is no longer needed.